Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified left superficial femoral artery (sfa). After the unspecified guide wire crossed the lesion the 3.0x60mm sterling monorail balloon catheter was inserted for predilation. The balloon was moved to the proximal sfa and during the second inflation, the balloon ruptured at 10atms. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported.